Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. A lead was inserted into and secured in the right atrial (ra) and right ventricular (rv) ports without difficulty. Impedance testing was completed. The ra lead impedance measurement was greater than 3000 ohms. All other measurements were within normal limits. Review of device data indicates that ra sensing had been programmed off and was the reason that the ra lead was not sensed during the implant procedure. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had physical damage on the header at implant. It was reported that there were lead-to-header insertion issues and the device would not sense the right atrial (ra) lead. This crt-d was not used and was returned to boston scientific for analysis. A new device was successfully implanted. No adverse patient effects were reported.